Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, functional testing as well as physical analysis could not be performed. However, vessel dissection is a known risk associated with endovascular procedures and is noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications has been assigned to this event.

Event description:
It was reported that during the study procedure in the right internal carotid artery (ica) with the stent retriever, after retrieving the device, vessel dissection occurred in the mid cervical ica. The outcome was resolved without additional treatment. According to the physician, the adverse event is related to the trevo device and to the procedure.

Manufacturer narrative:
A device history record (DHR) could not be performed because the lot remains unknown. The subject device was not returned; therefore, functional testing as well as physical analysis could not be performed. However, vessel dissection is a known risk associated with endovascular procedures and is noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications has been assigned to this event.

Event description:
It was reported that during the study procedure in the right internal carotid artery (ica) with the stent retriever, after retrieving the device, vessel dissection occurred in the mid cervical ica. The outcome was resolved without additional treatment. According to the physician, the adverse event is related to the trevo device and to the procedure.